Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead.

Event description:
The consumer reported that his belly was hurting like crazy and the paddle was too big. The patient stated that the healthcare provider (hcp) had taken the paddle out and put wires in due to the paddle being too big and the patient¿s belly hurting. The patient noted that the belly pain didn¿t totally go away after the leads were put in and he had numbness on his left side down his legs. The hcp wasn¿t sure what the numbness was from yet. After the leads were put in the patient developed the hiccups and the hcp wrote a prescription but that didn¿t work. The patient mentioned it evolved into a lead being removed and it was scheduled the next friday to take out one of the leads because of the hiccups. The patient stated the hcp thought the wire was causing the hiccups but they weren¿t sure. The patient added that the hcp thought the wire had moved but they didn¿t know for sure and a manufacturer representative did testing when the patient was in the hcp office and got feedback that indicated the lead had moved. The indication for use was spinal pain. Additional information received from the manufacturer representative reported that the revision that removed the paddle and replaced with wires resolved the abdominal pain. The representative was not sure if the lead had migrated or not. An x-ray showed that the lead on the left was lateral and likely irritating the dorsal root, especially when the system was turned on to evaluate. Because of this the healthcare professional hypothesized that it may be problematic and causing the hiccups. The healthcare professional decided to remove the lead on the left to see if that resolved the hiccups.